Event description:
This spontaneous case report from a consumer in the united states was received via FDA maude on 22-oct-2015 (ref. No mw5056249, received at maude on 15-sep-2015). It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted (B)(6) 2013 and since then had experienced pelvic pain, extreme exhaustion, headaches and depression. Concomitant medication taken by consumer were maxalt (rizatriptan), zoloft (sertraline), lipitor (atorvastatin). Follow-up received on 18-nov-2015 from consumer: consumer's address and date of birth were provided. She doesn't have the lot number, however, she will call her physician to ask him. Consumer will have a hysterectomy in (B)(6) 2016. Product technical complaint (ptc) investigation result received on 05-dec-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and since then presented pelvic pain. She stated she will have a hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious event were reported. Based on the available information, there is no evidence of a quality defect. Further information has been requested.

Manufacturer narrative:
Follow up information received on 27-jan-2016: essure health care provider general questionnaire received. The consumer was (B)(6) at the time of essure insertion. On (B)(6) 2013 essure was inserted with lot number b21583. Minimal cervical dilatation was applied, total intravenous anesthesia (tiva) and paracervical block were applied during insertion. Insertion was difficult, physician had to apply pressure when placing the left coil. Visualization of tubal ostium was easy. There was no fluid loss over 1500cc and procedure did not took more than 20 minutes. The consumer used oral contraceptive as back up contraception. On 22-oct-2013 hysterosalpingogram was performed (no results provided). Patient experienced pain, depression and fatigue and requested essure removal, which was performed on (B)(6) 2016 with a total laparoscopic hysterectomy. Pathology report was normal. Essure was placed in both tubes. Physician stated it was too early to known if symptoms resolved after surgery. Follow up information (general questionnaire) received on 17-feb-2016 from physician: on (B)(6) 2015, an ultrasound showed right ovary simple cyst. On (B)(6) 2016, essure devices were removed by total laparoscopic hysterectomy and bilateral salpingectomy. The removal was a patient request. The pathology test showed normal result and the coils in the tubes. The patient symptoms resolved after the surgery; she was happy to have the coils out. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had pelvic pain since essure (fallopian tube occlusion insert) insertion. A hysterectomy was perfomed and essure was removed (approximatelly 2.5 years after its placement). This event is serious due to medical importance and listed in the reference safety information for essure. Additionally non-serious event were reported. Pelvic pain may occur during essure use. In this case, the events started just after the insertion and according to follow up information, the physician stated that all events resolved after removal (positive dechallenge). Therefore, causality with suspect insert cannot be excluded and since device removal was required (via hysterectomy and bilateral salpingectomy), this case is regarded as incident updated ptc analysis (lot number provided) is expected.

Manufacturer narrative:
Essure questionnaire received on 22-dec-2015 new reporter was added. The patient´s weight was (B)(6) and height was (B)(6). Her medical history included leep in 2002. Essure was inserted with lot number b21683 and she was not in a postpartum state. Cervical dilation was done and she received total IV sedation and cervical block. It was reported that a mild pressure was used on left side (difficult insertion). Fluid loss was less than 1500cc and time did not take more than 20 minutes. After insertion, she used ocp as back contraception. On (B)(6) 2013 hsg was performed. Removal of essure was planned to (B)(6) 2016. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority) refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and since then presented pelvic pain. A hysterectomy will be performed on (B)(6) 2016. This event is serious due to medical importance and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious event were reported. Updated ptc analysis (lot number was later provided) is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Updated quality-safety evaluation of product technical complaint (ptc) received on 28-apr-2016 (including lot number analysis: global ptc number: (B)(4). Lot number: b21583. Expiration date: 30-apr-2016. Production date: apr-2014. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had pelvic pain since essure (fallopian tube occlusion insert) insertion. A hysterectomy was performed and essure was removed (approximately 2.5 years after its placement). This event is serious due to medical importance and listed in the reference safety information for essure. Additionally non-serious event were reported. Pelvic pain may occur during essure use. In this case, the events started just after the insertion and according to follow up information, the physician stated that all events resolved after removal (positive dechallenge). Therefore, causality with suspect insert cannot be excluded and since device removal was required (via hysterectomy and bilateral salpingectomy), this case is regarded as incident a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se.